Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the objective lens unit fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens unit. In addition, we confirmed that the segment fluid damage, the objective prism fluid damage, the light guide cable compressed, the operation channel buckled, the suction channel buckled, the angle wire play, the operation channel leak, the lg prong top loosened, and the u/d pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).